Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was powered off. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient. The customer added that the issue caused a 10-minute delay in retrieving the medications for the patient the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off. A technical support specialist advised the customer to power on the station by pressing the power button located at the back of the unit, then verified that the station powered on successfully and that the station application fully launched. The customer logged in, retrieved the medication without issue, and confirmed that normal operation was restored, and everything was functioning properly. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.